Manufacturer narrative:
This event has been reported under (B)(4). Upon completion of investigation a final/supplemental report will be submitted. If any additional information is provided a supplemental report will be submitted.

Event description:
It was reported that outside of surgery the power cord is burnt. There was no patient involvement. No adverse event was reported as it relates to the event. Due diligence is in progress.

Event description:
No additional information is available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Review of the most recent repair record determined the fuses in the power inlet module had overheated which melted the fuse box and burned the outside of the power cord. The power inlet module and wye power cord were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to the time the high flow valve is left open is too short during the pump start up sequence. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.